Manufacturer narrative:
No product was returned for investigation but a photo was provided by the customer of the packaging. However, even when the packages look open, this photo does not confirm the condition of the product as received by the customer. Review of the DHR record for the subject product did not provide any indication of a manufacturing deviation that would contribute to this event. Product was inspected and accepted by qa as per applicable procedure. A review of the product¿s complaint history in our complaint handling system for lot number 2016111630, with no specified time frame, was performed. No additional complaints were found for packaging: missing component. Additional complaints are considered unrelated. All operations and inspections were executed as per applicable procedure. There were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. All operations and inspections were executed as per applicable procedure. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Customer provide a photograph. Product has not been returned. (Package). Product no returned to manufacture.

Event description:
The dentist reported that during surgery the implant blister of implant was opened and empty. External box was correctly closed and sealed. The procedure was completed by using other implant.